Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm on the homechoice (hc) during use while the hp was connected. The technical service representative (tsr) reviewed the alarm log to verify the occurrence of the alarm. The caregiver (cg) was not with the hp at the time of the alarm and did not have any further information. There was no report of patient injury, medical intervention, or adverse event associated with this report. Additional information was requested and is not available.